Manufacturer narrative:
Referring to the product inquiry the a3 nail is stated to be the subject product. No further associated product was reported. Failures in material or manufacturing of the affected a3 nail returned were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail. The affected item was documented as faultless prior to distribution. The received nail is completely broken in the webs of the proximal of the distal oblong holes. All breakage surfaces are rubbed shiny except for a small area at the medial web of the proximal portion; lines of rest are visible which indicate a fatigue fracture. Shape and course of the lines of rest suggest the breakage running from posterior towards anterior, which suggests the residual fracture being at anterior. No plastic deformation was found. At the proximal portion at posterior a blind hole was drilled into the nail, most likely in order to achieve the conditions for uncomplicated removal of the proximal nail fragment. Around the breakage area many scratches at the nail surface are visible which most likely were originated by removal instruments. According to the damage and the evidences (lines of rest) at a small part of the breakage surfaces, the nail broke in a fatigue fracture due to axial overload after an implantation period of 21 months. This is supported by the information in the op-reports, e.g. ¿morbid obesity¿ (patient¿s weight (B)(6) kg / height (B)(6) cm) or the ¿past surgical history¿. The affected nail is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized period in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. No reliable statement as to the bone quality / bone healing can be made on the basis of the photographs taken from a monitor in very poor quality. Based on the above observations the nail breakage is not linked to a deficiency of the device. The patient¿s condition reported and the resulting prolonged overloading by the patient had led to continuous stresses and a significant weakening of the nail in the area of the proximal of the distal oblong holes, followed by the fatigue fracture after an implantation period of 21 months. Review of the complaint history and the CAPA databases did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed.

Event description:
Presented in clinic with discomfort with prolonged standing and walking. X-ray revealed a broken nail. Nail will be sent in for evaluation. Sales rep reported that a-3 nail was removed and replaced with stryker t-2 nail.

Manufacturer narrative:
(B)(4).once the investigation has been completed any additional information will be reported in a supplemental report.unknown a3 nail.

Event description:
Presented in clinic with discomfort with prolonged standing and walking. X-ray revealed a broken nail. Nail will be sent in for evaluation.